Manufacturer narrative:
The device is not available for evaluation; however, a picture was provided. Investigation is pending. Additional facility and contact information: (B)(6), (B)(6). (B)(6), manager of building services. (B)(6) healthcare center, (B)(6), (B)(6), (B)(6), (B)(6).

Event description:
The event involved a primary set, 1 clave y-site, secure lock, 100 inch with ln 12661-01 and lot number 14482678. It was reported that the hospital was notified by the department of public health of contaminated IV tubing sets from the manufacturer, ICU medical. Per the alert received. The contamination was reported as small black dots on the internal walls of the drip chambers and has been reported in numerous lots across three product types from ICU medical. In some products, particulate matter appears in the lumen or chamber of the tubing. The particulate matter appeared to be embedded in the plastic material but not within the lumen or chamber. No adverse events have been linked to the products, and the biological nature of the particulates remains unknown. The event occurred prior to patient use and upon inspection of the product. The reported model and catalog number was 1422928 and in addition to the black speck it was also noted that there was some white contaminants presence in the product. Sample photos attached. There was no patient involvement and patient harm.